Event description:
Caller (nurse) alleged discrepant results compared with the alb. Results as follows: date: (B)(6) 2012, inratio: 1.2, lab: 2.6. Patient's therapeutic range: 2.0 - 3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.2, reference: 2.6, mean: 1.90, confidence limits: 1.3-2.7. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing revealed that result comparison met accuracy criteria. Root cause of complaint could not be determined from the info provided by the customer. Investigation results for retained strip lot #266654: (B)(4). All replicates from both donors are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), no action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.